Event description:
The bronchovideoscope was returned to the service center with a report of a suspicion of a leaver thumb maneuvering not working. This does not indicate an MDR reportable event. However, a MDR reportable failure was found during testing at the service center. During inspection of the device, a sticky universal cord was found. There was no patient involvement.

Manufacturer narrative:
The device was returned to olympus for inspection. A root cause could not be identified. Based on the results of the investigation, the probable cause of the universal cord could not be established. Should additional relevant information become available, a supplemental report will be submitted. Olympus will continue to monitor field performance for this device.